Event description:
It was reported that the patient presented remotely via marlin.net. Review of the transmission revealed that the right ventricular lead exhibited loss of capture. The patient was brought into the clinic for follow-up and it was discovered that the patient had a fall. The physician believes that the lead dislodged during the fall. Programming changes were performed and will continue to monitor. The patient was in stable condition.

Event description:
New information received noted that the right ventricular lead exhibited a decreased in sensing. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.